Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had 2 episodes of noise. It was suspected that there was a lead on lead abrasion. An x-ray was suggested. There is no indication of intervention.